Event description:
It was reported that during testing prior to a scheduled changeout procedure, this implantable cardioverter defibrillator (ICD) system exhibited oversensing on the ventricular channel. Provocative maneuvers were performed with no noise observed on the ventricular channel. The device explant was postponed until further intervention can be determined. The device data was sent to rhythmcare for review. Data review determined all measurements remained within normal limits; however, the rv amplitudes were noted to be low. Rhythmcare discussed the observed behavior suggests lead impairment. This lead remains in service. No adverse patient effects were reported.